Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was unable to communicate via rf telemetry. Communication was successfully established through inductive telemetry. The patient was sent an inductive transmitter and the device remains implanted. The patient will continue to be followed normally.